Manufacturer narrative:
Updated one device was returned for investigation. The device was visually inspected and functionally tested. It was confirmed that the outlet was disconnected from the main unit. The reported problem is caused because the load in the loosening direction is applied when the patient circuit is attached or detached. The patient circuit connector was attached to the main body and tightened with a torque of 4.5nm. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were missing parts of the connection. Event occurred before patient in use, there was no patient involvement and no patient harm/adverse event reported.